Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the device was discarded and will not be returned. Investigation summary: the clinical details state that the patient was experiencing placement signal low alarm, ps appeared to have lots of artifact and extremely elevated ps numbers. Patient was bearing down but unchanged when stopped bearing. Echo ordered to confirm positioning. Imaging confirmed that the pump was in good position. Due to a lack of data logs or returned product, the cause of the issue cannot be established.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient experienced placement signal (ps) low alarm. The ps appeared to have lots of artifact and extremely elevated ps numbers. The patient was bearing down but was unchanged when stopped bearing. An echocardiogram was ordered to confirm positioning. The pump was in good position. This is one of three pumps used on the patient. This report addresses the third pump used. Additional reports will be submitted to represent the other associated devices with reportable events.

Manufacturer narrative:
Additional information received: 6b. Explantation day, month and year. Corrected information: 3. Date of event.